Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., ltd. Hanoi, vietnam, registration number: (B)(4). The brand name of the subject device is caravel mc, which is distributed as caravel in the us. Therefore, the brand name in d1 is caravel mc as indicated in the package label of the subject device. Accordingly, the model number in d4 is crv135-19m as indicated in the package label of the subject device instead of that of the device (crv135-19m) distributed in the us. The reported caravel mc microcatheter and its tip fragment were returned for investigation. The distal tip of the returned caravel mc microcatehter was found torn off. Microscopic observation found that the inner jacket was fractured by tension and coming out of the torn edge and the braids were exposed. Microscopic observation of the tip fragment found that the tip was approximately 2mm in length and had scratch marks likely caused by contacting a hard and sharp object. The proximal end of the fragment had circumferential cracks duet to ductile fracture. The proximal end of the fragment was twisted likely caused by rotation. The most distal segment of the tip fragment was crushed and deformed in a way that the distal end was rolled into the catheter lumen. These findings suggested that the tip (5mm in length) was stretched and torn off at approximately 2mm from the tip end that is between the polymer only and polymer-and-braid segments. However, the observed damage was too severe to determine if there were any missing fragments. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that torsion generated with catheter manipulation might have been applied to the tip of the subject caravel mc microcatheter while the distal segment of the microcatheter had been caught due to anatomical and lesion conditions., reducing the tip lumen in size and therefore increasing resistance with the viper wire. Eventually, the tip polymer was stretched and torn off likely due to tension applied during removal attempts with a concomitant device or advancement manipulation of the subject caravel mc microcatheter. Although it was concluded that this event was not attributed to product quality, it was concluded that the tip damage was too severe to rule out that some fragment was likely left in situ. CAPA: no CAPA will be taken. The instructions for use (IFU) states: [indications for use] this microcatheter is intended to provide support to facilitate the placement of guide wires in the coronary and peripheral vasculatures, and can be used to exchange one guide wire for another. This microcatheter is also intended to assist in the delivery of contrast media into the coronary and peripheral vasculatures. [Contraindications] 3) do not use this microcatheter in advanced calcified lesion. [Warnings] do not rotate this microcatheter in any situation. (Rotating this microcatheter may cause damage to the microcatheter, and may also damage the blood vessel.) If any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter, and damage the blood vessel.) This microcatheter must always be operated under high-resolution fluoroscopic guidance. Particular attention should be paid when inserting or withdrawing this microcatheter into or through stenotic areas, and narrower vessels than the microcatheter. (Abrasion may result in damage of this microcatheter. This may cause vascular injury and perforation.) [Malfunction and adverse effects] separation.

Event description:
It was reported that atherectomy was performed for a heavily calcified, moderately tortuous, and 90-99% occluded lesion in segment #6 of the left anterior descending artery (lad). An asahi caravel mc microcatheter was used to advance a viper guide wire (abbott), a dedicated guide wire for a diamondback orbital atherectomy system (abbott). The caravel mc microcatheter was then removed and the diamondback orbital atheterectomy system was advanced along the viper wire. While atherectomy was under way, a foreign object was observed under x-ray. As the object was found adhered on the viper wire, the atherectomy system was removed ex situ as a unit. A new device was used to complete the procedure. It was informed that there was no health hazards caused by the reported event to the patient, who was doing fine.